Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a dual chamber pacemaker system implant procedure. The right ventricular lead exhibited high capture thresholds in various positions and the physician attempted to replace stylets, but the new stylet would not insert into the now-twisted lead. The physician exchanged the lead during the procedure on (B)(6) 2019. The patient was in stable condition.